Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified and heavily tortuous anatomy resulting in the reported failure to advance. Interaction/manipulation of the device in multiple attempts to cross the lesion ultimately resulted in the distal sheath to partially retract; thus resulting in the reported premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the internal carotid artery. After several unsuccessful attempts to advance the 8x30mm xact self expanding stent system (ses) to the lesion it was noted that part of the stent was exposed from the outer sheath. The ses was removed without issue and the procedure completed using another same size xact. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.